Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power of the compact air drive device was too low. It was noted that the device exhibited below normal rotation due to bearing and sealing rings damaged due to failure in cleaning and lubrication processes. The device had below normal rotation failure. It was further determined that the device failed pretest for checking the power with test bench, and check for air leak. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.